Event description:
It was reported by the customer stating that their driver was not cutting properly. They used their sales rep demo drive and it worked properly. There was no pt consequence reported. Driver being sent back to repair.